Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose (bg) level displayed as "high" ; although specific value was not provided. Customer addressed the elevated bg by manual insulin injection. The customer continued to use the existing cartridge. Additionally, it was reported that the battery gauge was fluctuating. The customer's blood glucose was 300-350 mg/dl. The customer continued to use the pump for insulin therapy.